Event description:
Follow up revealed that the patient's drg system was explanted at an unknown date.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced an infection at their implantable neurostimulator (ins) implant site. As a result, surgical intervention may be pending to explant their axium neurostimulator system.